Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 100% stenosed target lesion was located in a severely tortuous proximal left anterior descending artery. An unknown manufacturer's balloon was used to dilate a 90% stenosed lesion in the 1st diagonal. A pt2 light support 185cm straight guide wire was then advanced to the proximal left anterior descending artery and did not cross the lesion due to calcification. While the physician torqued the guide wire the distal portion of the guide wire detached inside the patient. The detached portion was captured with a snare and removed. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).